Manufacturer narrative:
A specific root cause could not be determined. It was noted the customer is using shortened sample clotting times and centrifugation times which may not fulfill the tube manufacturer's recommendations. The instrument is working according to specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received erroneous sample results for three samples tested for ion selective electrode (ise) sodium and ise chloride on (B)(6) 2014 and (B)(6) 2013. Of the three samples, one had erroneous results that were reported outside of the laboratory. The serum aliquot of the sample initially resulted as 143 mmol/l for ise sodium and 97.1 mmol/l for ise chloride. The plasma aliquot of the sample initially resulted as 127 mmol/l for ise sodium and 110.7 mmol/l for ise chloride. The initial serum and plasma results were reported outside of the laboratory where they were questioned by a physician as the results did not agree with each other. The samples were repeated only for ise sodium on a blood gas analyzer. The repeat ise sodium result from the blood gas analyzer was 138.6 mmol/l for the serum sample and 139.2 mmol/l for the plasma sample. The same serum and plasma samples were also repeated for ise sodium on (B)(6) 2014 on a different c501 analyzer. The repeat ise sodium results from the different c501 analyzer were both 142 mmol/l for serum and plasma. The repeat ise sodium results were believed to be correct. The customer did not know which ise chloride results were believed to be correct as these results were not questioned by the physician. The patient was not adversely affected. The ise sodium electrode lot number was x89 with an expiration date of 09/30/2014. The ise chloride electrode lot number was k24 with an expiration date of 09/30/2014. The field service representative determined that the back of the reagent probe was not being rinsed. He adjusted the rinse station and the rinse level for the ise bath. He successfully performed an ise check and precision studies. The calibration was run and passed.